Event description:
Customer reported that he recently wore the insulin pump into a hot but. Customer reported that the insulin pump was not returning any alerts. Customer also reported that moisture was visible under the display screen. Blood glucose level was 350 md/gl at the time of the call. Customer reported treating with a manual injection.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.